Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the final cycle of peritoneal dialysis therapy. There was nothing found during troubleshooting that would cause or contribute to the alarm. The patient stated that they had already cleared the error and ended therapy. The technical service representative reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.